Event description:
It was reported by service report that the fowler was damaged and there were exposed sharp edges. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges.